Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, a 26mm s3u valve was deployed at full volume (23cc) but delivery balloon ruptured during the final seconds of inflation. Stj calcium was noted pre-procedure. There was no pvl on echo and mean gradient was 2mmhg. The delivery device retracted into the sheath. As the physician withdrew the sheath and delivery system out as one unit, the nose cone would not pass through arteriotomy. The physician pulled harder and broke the distal balloon with nose cone off the delivery system. A vascular surgeon was called to perform cutdown and repair the right superficial femoral artery (sfa). The nose cone and distal balloon were removed from sfa. The patient was discharged to the recovery area in stable condition and discharged 3 days post op without further complications.

Manufacturer narrative:
Updated h6- type of investigation and investigation findings corrected h6- component codes and investigation conclusions the device was not returned for evaluation. The 3mensio report and procedural photos were provided and the following was observed: presence of aortic and annular calcification. Valve fully deployed. Crimped valve. Distal tip separated. Balloon burst during balloon inflation. The complaints for balloon burst, withdrawal difficulty, and distal tip separation were confirmed by the provided imagery. However, no manufacturing non-conformance was identified during the evaluation. No visual abnormalities were observed on the returned sample. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. The 3mensio imagery provided revealed annular and aortic calcification was present in the patient. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. As a result, additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon, excessive manipulation) contributed to the withdrawal difficulty and separation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Updated h3, h6- type of investigation the device was returned for evaluation. The complaints for balloon burst, withdrawal difficulty, and distal tip separation were confirmed by visual inspection of the returned device. However, no manufacturing non-conformance was identified during the evaluation. No visual abnormalities were observed on the returned sample.